Event description:
It was reported that the patient had a medication refill appointment on (B)(6) 2013 and later that day developed "severe pain," thus requiring an emergency room (ER) visit. The patient was discharged home from the ER with oral dilaudid and instructed to follow up with his pain doctor. The patient was seen by his physician the next day and it was reported the physician removed the medication from the pump and sent it away for "testing." The pump was refilled with new medication. The patient reportedly stayed at the doctor's office "to see if the drug would take effect." It was said the medication did not take effect, that the patient was "bouncing off the walls, and that as a result, the doctor re-directed him to a "pump specialist" at another hospital. The "pump specialist" reportedly told the patient that the cause of these issues were possibly "air in the catheter line" or a "bad drug" that made him react the way that he did. A dye study was performed and the result was reported as the pump was working properly. It was stated the patient was hospitalized for three days.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).